Event description:
It was reported that (1) device was used during a laparoscopic tubal ligation. It was reported by the affiliate that the 578sd seal fell into the abdomen during the procedure. Another device was used to complete the case. There was no consequence to the pt.